Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. Increased threshold measurement and decreased in sensing were noted. X-ray was done which confirmed the dislodgement. The lead will be revised at a later date. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.